Event description:
Per the clinic, the patient experienced dizziness and was treated with an oral steroid (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device. The implanted device remains.